Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening linear and brown particles inner device. Leak test and microscopic analysis was performed which identified: opening crease smooth on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on anterior assessed as fold flaw opening.

Event description:
Patient reported right side deflation. Device was explanted and replaced.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.